Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient passed away due to sepsis, bacteremia. It was reported that the device operated as intended. There were no reported device issues or malfunctions. The device will not be returned for evaluation. It was reported that the death was not device related. For the bacteremia, there was a suspicion of pump infection related to sepsis but that was not confirmed. Signs and symptoms included weakness, confusion, and agitation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.